Manufacturer narrative:
Final analysis found that it was difficult to insert the test lead(s) into the pulse generator¿s header and the lead insertion force used to insert the lead was out of specification for the product. Excess epoxy was found within the header¿s contact springs. This likely resulted in the electrical anomalies observed in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-op follow-up, low impedance was observed on the right ventricular channel of the pulse generator. X-ray imaging was normal. The cause could not be determined but a connection issue with the lead was suspected. The device was explanted and replaced.